Manufacturer narrative:
H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the electronic gas blender intermittently displayed an error related to fault in ad transformer (e15) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H10: a device service history review was performed and identified that the device was manufactured in 2016 and no other similar event was reported. No service activity has been performed yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: - defective gas blender's component (a/d-converter); - an improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error).

Event description:
See initial report.